Event description:
The external pulse generator (epg) which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed customer comment that the epg exhibited damage after a fall. The hanger assembly was broken. The main seal was sticking out. A output connector assembly was broken. The upper case was cracked at the boss. The keypad was scratched. One knob encoder was contaminated. The battery drawer was stuck. The display white wire insulation was pinched (wire exposed; display red wire was broken). The device failed backlight on-off difference at incoming functional testing, due to broken display red wire. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.